Event description:
Has not acted up for the dealer. Dealer said the user said this joystick has the same problem as the one put on it. He says the user says the joystick goes black. He said the joystick is about 2 to three weeks old. Dealer doesn't know what the problem is. Dealer said robert said there is a problem with the joystick causing this. No troubleshooting.